Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cardiovascular bypass surgery, both the needle and thread broke and they could not find the needle when they were about to tie the blood vessel. The surgical time was extended because it took them an hour to find the needle before continuing the surgery. There was no injury caused to the patient and no medical intervention was required.